Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia following an occlusion alert and rising glucose levels while on ilet therapy, with a highest reported blood glucose of 293 mg/dl and out-of-range duration of approximately four hours; initial troubleshooting found no visible tubing obstruction or bent cannula, a set change was performed while reusing the cartridge, and a misconnection during fill led to insulin being delivered out of the prior set before therapy was correctly resumed. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and insulin therapy was restored after guided supply changes. Investigation included user-guided inspection of tubing and cannula, infusion set changes, cartridge change, cgm calibration, and education on complete supply changes and proper connections. Investigation of this case revealed a user handling issue during set change with an initial misconnection and later identification of a slightly bent cannula upon complete supply change, consistent with a transient occlusion and infusion set problem affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing factors of infusion set integrity and user technique during set and tubing connection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.